Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccurate cgm values. The bg was 400 mg/dl and the cgm was 45 mg/dl. The patient had symptoms of dizziness, irritability, and frequent urination. The event occurred three days after the sensor had been inserted in the abdomen. At the time of the report no other details were documented. There was no report of medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.